Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2218101 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6/7f mynx control vascular closure device (vcd) sealant sleeve was ripped off because the tip was "mountainous and angled" when the user inserted the study device. It was due to the surgeon's manipulation technique. When the user inserted the device to the unknown sheath, the sheath and the device angle were not aligned. Tension was applied to the device tip and the tip arched. Another unknown mynx control device was used to achieve hemostasis. There was no reported patient injury. The procedure used an ante-grade approach. The puncture site is the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped per instructions for use (IFU) and was opened in a sterile field. The user is training with the mynx device. There was no damage to the device or packaging note. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, the tip of a 6/7f mynx control vascular closure device (vcd) sealant sleeve was ripped off because the tip was "mountainous and angled" when the user inserted the study device. It was due to the surgeon's manipulation technique. When the user inserted the device to the unknown sheath, the sheath and the device angle were not aligned. Tension was applied to the device tip and the tip arched. Another unknown mynx control device was used to achieve hemostasis. There was no reported patient injury. The procedure used an ante-grade approach. The puncture site is the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped per instructions for use (IFU) and was opened in a sterile field. The user is training with the mynx device. There was no damage to the device or packaging note. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. The product was returned for analysis. A non-sterile ¿mynx control vcd 6f 7f¿ involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with stopcock closed. The sealant remained in the manufacturing position, exposed to blood. The sealant sleeve assembly was observed to have been severely kinked/bent outward as received. The syringe and the procedure sheath were not returned with the device. Per dimensional analysis, the slit length was verified and the analysis results were found out of specification. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was severely kinked/bent, outward and the sealant remained in the manufacturing position and exposed to blood as received. Additionally, visual inspection at high magnification showed that the slit length measurement was 16 mm. A product history record (phr) review of lot f2218101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant sleeves separated¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have caused the kinks/bent condition observed in sealant sleeve assembly. Additionally, the slealant sleeve slit was out of specification due to the damage to the sealant sleeves. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.